Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while attending the sterilization central to pick up an instrument reported to be malfunctioning, the chief nurse at the sterilization central reported me two additional instruments that had malfunctions during other procedures. They were both monopolar curved scissors, one of which is being reported through this document. There is no precise information about the date and procedure in which the event was identified. Instrument exhibits exposed and broken silver cables at the wrist. It was mentioned that procedures were continued using backup instruments of the same kind. The procedure was completed with no reported injury.